Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event occurred. The patient stated they were standing at their front door at 5:00am and went into hypoglycemic shock. She stated she was and was opening and closing the door and it triggered the house alarm. The patient made it into the kitchen but by that time her blood sugar had dropped so low that she passed out. Due to the house alarm going off, the police arrived at her home and found the patient unconscious in the kitchen. The emergency medical technician¿s (emts) treated the patient with intravenous (IV) therapy of glucose and glucagon. The patient was not sure if she heard the alerts on the cgm prior to passing out; however, she stated that the police heard her phone going off when they arrived and stated the cgm was displaying for an urgent low alert. At the time of contact, the patient was doing well. No data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.